Event description:
The user facility reported an incident described as a patient burn. The patient underwent a lumbar laminectomy reported to last for 112 minutes during which a ioband drape was used as well as a surgical microscope. A second degree burn approximately 1.5" by 1.5", round in shape appeared slightly right of the incision after the surgery. A follow-up skin graft procedure was performed.

Manufacturer narrative:
The system and microscope were inspected by a service technician in 2009. The technician checked all functions and determined the unit to be working properly. The product labeling provides information regarding phototoxic tissue injury recommending, among other things, use of the lowest light setting possible, reducing the exposure time to minimum, and taking precautions to cool the surgical field.